Manufacturer narrative:
The patient's exact weight was reported to be (B)(6). A siemens customer service engineer (cse) inspected the reported CT scanner. The patient table checked for function and damage. It was confirmed that the system was functioning correctly. The cse noted minor paint wear on the table caused by a rubber slicker rubbing against it. Based on the inspection and event details, a detailed technical investigation is not deemed necessary for this case. No further action is warranted at this time.

Event description:
It was reported to siemens that during a liver biopsy procedure the patient's arm slipped off the somatom go. Top patient table and was pinched between the CT gantry and the patient table. The patient's arm jerked up while the biopsy needle was inserted. The operator did not see that the patient's arm had slipped off the table because the patient was covered with sterile cloths during the biopsy procedure. The pinch resulted in the patient's right inner arm being bruised and scraped, just above the elbow. The facility did not report if the patient's arms were fixated with straps during the procedure as recommended in the system's instructions for use. Siemens followed-up with the facility for additional event details, patient health status and treatment. After the procedure the patient was reportedly treated for bleeding, but it was not specified if treatment was due to the arm injury, the biopsy or both. It was reported to siemens that the patient was in an advanced stage of cancer at the time of the event and had since passed away. The date of the patient's death was not provided to siemens. The reported arm injury did not contribute to the patient's death. The facility did not allege that the CT system had malfunctioned.